Event description:
Report of slower heart rate than programmed lower rate due to threshold increase. The lead was removed from service. No patient complications have been reported as a result of this event.